Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
This supplemental report is being filed based on this right ventricular (rv) lead being surgically abandoned and replaced due to the previously reported product performance issues.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to noise and oversensing during an upper gastrointestinal endoscopy procedure. Additionally, a code 1105 was observed indicating an open condition. A review of the stored data identified one out of range shock impedance measurement of 129 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.